Manufacturer narrative:
Date sent to the FDA: 05/27/2009. Bleeding occurred - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a primary open bilateral inguinal hernia repair procedure in 2009. Bleeding on the left side started in a progressive manner just after the procedure. The following day, a revision and ligation of the bleeding vessel with absorbable suture was performed. Blood clots were removed and a drain was left in place for 48 hours. The patient was given iron for anemia. The event is resolved.